Event description:
The patient's wife called to report her husband was hospitalized for hypoglycemia. During his hospital stay his doctors went through 10 different pods trying to troubleshoot the reason for the patient's low blood glucose. The doctor discovered that the patient was entering the incorrect bg strip code "8" into the pdm instead of the correct code "16," which resulted in false high bg readings. He continued to give correctional boluses for his false high bg readings, causing his bg to become extremely low. There were no bg levels, treatment or history provided. During the time of the call, the patient's wife stated that her husband was tired and resting, so no bg levels, treatments or history were provided.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction to have contributed to the patient's hospitalization. No product lot number was reported therefore no qualification records were reviewed.